Event description:
The customer obtained an elevated advia centaur xp troponin ultra (tni ultra) result. The physician questioned the elevated result because of previously low results. The sample was tested on an alternate troponin method and the result was low. There are no reports that treatment was altered or prescribed or adverse health consequences based on the elevated advia centaur xp troponin ultra result.

Manufacturer narrative:
The cause of the discordant advia centaur xp troponin ultra results is unknown; however, the reproducible results indicate that it is a sample specific issue. The customer feels that the diluted sample results are indicative of a possible heterophilic antibody present in the sample. The sample is not available for further testing. The customer declined service as they felt the issue was sample specific. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."